Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation. The patient turned the implantable neurostimulator off on (B)(6), 2011, at night, but still felt stimulation in the morning. The stimulation sensation was less intense, however, than it was the previous night. The amber-colored "off" light on the patient programmer was illuminated. Following surgery in (B)(6) 2010, to reposition the neurostimulator to a deeper position, the patient had no stimulation on the left side and continued to have pain in the left leg. The patient felt stimulation, and the device assisted, in relieving pain located in the middle of the back. No information was provided related to the patient's outcome. Additional information was requested, but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.